Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the cartridge alarm issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer¿s blood glucose level was 100-300 mg/dl. The customer continued to use the pump for insulin therapy.